Event description:
It was reported that patient was confirmed to have vns-triggered central sleep apnea. The patient has a history of nocturnal seizures. The patient is currently being seen in a vns clinic. Further information was received with settings provided and no diagnostics provided. As per the patient's (B)(6) 2022 sleep study, the cause of the sleep apnea appears to be related to vns activations. The patient had a history of osa that was resolved with adenoidectomy in (B)(6) 2016. Pre-vns sleep study in 2017 was normal. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.